Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing shortness of breath (sob) and the physician thought that the lead was to anterior that patient was not responding. The lead was surgically abandoned. No additional adverse patient effects were reported.